Manufacturer narrative:
The device was not returned to physio-control. A third party service representative evaluated the customer's device and was able to reproduce the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by the third party agent.

Event description:
The third party service agent contacted physio control to report that their customer device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The replaced therapy pcb assembly was further evaluated at the failure analysis center (fac). The reported issue could not be duplicated. Further root cause can not be identified. The cause of the reported issue is the therapy pcb assembly.

Event description:
The third party service agent contacted physio control to report that their customer device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.